Event description:
While removing screws, per patient request, during a plif revision surgery, the driver tips bent. Surgeon had to cut the rods in order to remove the screws. The surgery was extended by 40 minutes.

Manufacturer narrative:
Device is an instrument and is not implantable. Investigation is pending.